Event description:
It was reported to boston scientific corporation that during a procedure using an uphold lite vaginal support system, the first leg assembly was placed successfully. During placement of the right leg assembly, "the suture snapped" (specifics unknown) and the mesh leg bunched, inside the patient. It is unknown if any device components detached inside the patient. The physician completed the procedure with this device with no complications to the patient, who is reportedly over (B)(6) age and was fine at the conclusion of the procedure. All other information is unknown and reportedly unavailable.